Event description:
It was reported that an arteriotomy closure of the left moderately calcified common femoral artery was attempted using a perclose a-t after an interventional procedure. Reportedly, when the plunger assembly and needles were removed, the suture had broken and only 2-3cm of the suture was attached. A second perclose a-t was used with the same results. A starclose se device was used to achieve hemostasis. No further information is available at this time. A 5fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the perclose at device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose at amc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose at device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device revealed a link to posterior cuff detachment leaving the link, approximately 2-3 cm in length, attached to the anterior cuff and confirmed the reported event. Based on the investigation there was no product quality deficiency identified and the detected link detachment from the posterior cuff was related to operational context. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there does not appear to be any indication of a lot specific product quality deficiency.